Manufacturer narrative:
Date sent to the FDA: 12/3/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/17/2020. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted extensive adhesions from the previous mesh to abdominal wall and bowel. Those were dissected away. The hernia sac was reduced and bowel was returned to the abdomen with mesh adhered to the anterior surface. It was deemed unsafe to completely remove the mesh from the previous fascia from the bowel. It was reported the patient experienced severe pain, dense adhesions, inflammation, loss of appetite, stress and anxiety. No additional information is provided.